Event description:
I was using the so clean 2 for 3 years and noticed I gradually was wheezing more with shortness of breath with something simple as walking. I also stayed having headaches and was hospitalized for a big episode and placed on medication. My family has a history of asthma but I did not symptoms. I just thought this was a sign of aging until I "upgraded " to the so clean 3. I immediate get my symptoms worsen so I switched to another brand without ozone. I mentioned this to my doctor who advised that she had heard some of her patient's complain about having similar issues. Since I stopped using the devices my headaches have improved and I no longer need the medication. I still have both units at my home and would like your help in finding out if there is a way to be compensated for my purchase. Reference report: mw5149431.